Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming power distribution printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on october 30, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power distribution printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the system shut down. The scheduled procedure was cancelled.